Manufacturer narrative:
A replacement adaption standard handle was delivered to the facility. The affected part has not been released by facility risk management for return to trumpf medical. A follow-up report will be submitted once more information is available.

Event description:
An adaption standard handle fell from a trulight duo surgical light during a procedure and made contact with the patient's head while under anesthesia. No injury was reported.